Manufacturer narrative:
Pc-(B)(4). Date sent: 5/17/2021 d4: batch # t94y8v. H6: component code: others (g07) investigation summary upon visual analysis, it was found that only the el5ml tyvek wrapper was returned along with one scissored clip inside a plastic bag. Unfortunately, the device was not returned, therefore, no further investigation could be performed about the reported event. No conclusion could be reached regarding why clip was returned in scissored form. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the applicator fired well but did not close adequately, causing it to fall off the vessel. It is unknown how procedure was completed. There was no patient consequence.